Event description:
A pt service representative (psr) contacted zoll customer support on behalf of a (B)(6) female pt to report that the pt's battery charger/modem was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem assembly (B)(4) has been completed. The alleged problem (charger not working) has been confirmed. The cause for the charger not working has been isolated to a defective power supply unit. The cause of the power supply defect could not be positively identified. No adverse event resulted from the defective battery power supply. The pt received a replacement battery charger/modem.